Event description:
Pt's husband called in to say one of the 2 ms3 pumps they received does not appear to be programmed (sn (B)(4)). He confirmed pt has 2 working ms3 pumps in addition to the unprogrammed pump. Pt was not wearing unprogrammed pump. Pt unharmed. Dose or amount: 39.5nkm. Frequency: continuously. Route: sq. Dates of use: (B)(6) 2016 to present. Reason for use: pah.